Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system later the same day ((B)(6) 2015) and obtained a lower result within the customer's established normal reference range. The initial elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The customer performed a high sensitivity system check which failed to meet specifications. Due to the failing high sensitivity system check, the customer replaced the vessel holders and calibrated the incubator belt. A second high sensitivity system check failed to meet specifications. The patient's sample was collected in a serum tube and was centrifuged for ten (10) minutes at 3,000g (g-force) at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse inspected the instrument on arrival and discovered signs of wash buffer spillage within the wash carousel and aspirate probe #2 mixer. The fse replaced the wash bearings and performed a high sensitivity system check which failed to meet specifications. The fse then replaced the mixer rollers, bearings and mixer belt. Additionally, the incubator belt and vessel holders were replaced. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event.